Event description:
I had essure implanted in (B)(6) 2012. Since then I have had headaches, a sense of not being able to concentrate everyday, like a "cloudy" feeling. In (B)(6) 2014 I had unexplainable burning in my hands and feet that I wasn't able to walk to drive for a month. I had to see a neurologist and he was not able to explain what happened other than it could be neuropathy. I am sick almost everyday still with headaches, sometimes blurred vision. I cannot concentrate on anything and I am extremely moody and have fatigue all day.